Event description:
It was stated that a canine patient, underwent a dental procedure lasting approximately 1.5 hours. The hospital protocol dictates the use of 3m bair hugger under body blankets large (invoice attached) used with the equator, placed under patients with an additional blanket or towel in between as a safeguard against burns and for cleanliness. A video camera footage confirms that our registered veterinary technician (rvt) followed this protocol, placing the bair hugger blanket on wet table with a towel over it, ensuring it did not directly touch the patient. The dog presented on (B)(6) 2025, with what appears to be a burn on her chest, rather than a typical "hotspot." The owner confirmed that she has been restricted since her dental procedure and has not been exposed to hot surfaces or anything else that could cause a burn. The location of the burns also correlates with being in a sternal position with the bair hugger blanket underneath her. To treat her, they performed a wound culture, clipped and cleaned the area, and started her on antibiotics, pain medication, and placed a bandage. She will require daily bandage changes until the wound has granulated and healed. Event occurred at the hospital, and the device was operated by a health professional.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.